Manufacturer narrative:
Only the pushwire was returned and evaluation could not determined the cause of the event.(B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains in the patient. (B)(4).

Event description:
Treatment of an ica (internal carotid artery) aneurysm. During the procedure, it was reported that the physician had a difficult time inserting the implant coil into the aneurysm; therefore, he tried to pull it back into microcatheter but it was stuck. Upon pulling on the coil with more force, the implant coil detached and fell out of the aneurysm. A stent was deployed to keep the coil in place. No injury was reported with the patient as a result of the procedure.